Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that a difficulty crossing event occurred. The 13mm x 3.5mm, 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left circumflex artery with a significant bend of >45 and <90 degrees. Predilation was performed many times with the high-press unspecified balloon catheter then a 3.50x16mm promus element stent delivery system was selected to treat the lesion. The stent advancer rod was kinked. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed distal stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was returned for analysis. A visual examination of the returned device identified that the hypotube was kinked at various locations along its length. An examination of the crimped stent identified that the distal edge of the stent was lifted and bent back proximally. No other issues were noted with the device. No issues existed with the profile of the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).